Event description:
It was reported that the subject distal access catheter was used during an acute occlusion case to treat the middle cerebral artery (mca) stenosis. The subject catheter was placed to the right internal carotid artery (ica) and the digital subtraction angiography (dsa) showed some agent contrast leaking out from the proximal of the distal access catheter. The physician continued to use the guidewire to bring the catheter distal to the mca and deployed a stent. When aspiration was started with the distal access catheter, bubble was generated continuously, and all products were withdrawn from the patient¿s anatomy. The subject device was visually inspected outside of the patient¿s anatomy and found that it was leaking from the kinked part of the catheter shaft. It was reported that the patient anatomy was moderately tortuous. The physician replaced it with a new distal access catheter and deployed the stent to complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the catheter shaft was seen to be broken at 6cm from the catheter hub. During the functional inspection, the device was flushed and there was a leak seen where the break was present on the shaft. A patency mandrel was then advanced through and there was friction felt around the area of the break but the mandrel did advance through fully. The reported events were confirmed during analysis as the break on the shaft could have been interpreted as a kink in the procedure. The break on the catheter caused would have been the cause of the leak and the air. The analysed event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as analysed event. As per the available information, the catheter was confirmed to be in good condition during preparation/prior to use on the patient. The device was returned for analysis and catheter shaft was seen to be broken at 6cm from the catheter hub. It is probable that the device was damaged during the clinical procedure due to procedural factors experienced during use of the device. An assignable cause of procedural factors will be assigned to the ar/aa reported catheter shaft leak during use, as reported catheter shaft kinked/bent' and introduction of air and to the analysed catheter shaft broken/fractured during use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the subject distal access catheter was used during an acute occlusion case to treat the middle cerebral artery (mca) stenosis. The subject catheter was placed to the right internal carotid artery (ica) and the digital subtraction angiography (dsa) showed some agent contrast leaking out from the proximal of the distal access catheter. The physician continued to use the guidewire to bring the catheter distal to the mca and deployed a stent. When aspiration was started with the distal access catheter, bubble was generated continuously, and all products were withdrawn from the patient¿s anatomy. The subject device was visually inspected outside of the patient¿s anatomy and found that it was leaking from the kinked part of the catheter shaft. It was reported that the patient anatomy was moderately tortuous. The physician replaced it with a new distal access catheter and deployed the stent to complete the procedure successfully. There were no clinical consequences to the patient reported as a result of this event.